Event description:
The patient's nurse attempted to suction a ventilated patient. The patient was placed on 100% setting and the alarms silenced with the suction button. The patient desaturated to the high 80s and the nurse noticed this and attempted to increase the fraction of inspired oxygen (fi02) to 100%. The ventilator continued to read 40% oxygen (prior setting was 40%). The respiratory therapist attempted est and the oxygen calibration failed. The ventilator was turned off and the respiratory therapist attempted est again and once again the oxygen calibration failed. The ventilator was removed and the patient was placed on a different ventilator. There was no adverse outcome to the patient. Biomedical engineering received and tested the ventilator. The ventilator failed the preventative maintenance test on the battery. The battery and oxygen cell were replaced, calibrated and tested. Ventilator passed testing and was placed back in service. The battery in this ventilator was last replaced with a viasys battery on march 20, 2009. Testing and replacement (if needed) of batteries is every 180 days per recommendation of the manufacturer.